Manufacturer narrative:
Email: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma- late.

Event description:
Healthcare professional reported, right-side "small intracapsular seroma" the device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported, right-side "small intracapsular seroma" the device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: seroma-late: unable to confirm as it is a medical event not related to the device. No observed photos this side only the right side it is not possible to determine the lot number or catalog through the photos provided.